Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The irritation was reported to be below the electrode belt cables due to rubbing of the skin. It was reported that hospital staff had bandaged the affected areas. During a follow up, it was reported that the irritation had improved.